Event description:
It was reported that review of a computerized tomography scan (CT) four hours post implant, noted the electrode had perforated the peritoneum during the tunneling process at implant. The physician scheduled a revision procedure for a future date. Two days later, surgical intervention was undertaken. The electrode was successfully repositioned. No additional adverse patient effects were reported. This tunneling tool was used during the implant procedure and is no longer in service.

Event description:
It was reported that review of a computerized tomography scan (CT) four hours post implant, noted the electrode had perforated the peritoneum during the tunneling process at implant. The physician scheduled a revision procedure for a future date. Two days later, surgical intervention was undertaken. The electrode was successfully repositioned. No additional adverse patient effects were reported. This tunneling tool was used during the implant procedure and is no longer in service.